Event description:
It was reported that during a lap adjustable band procedure, the suture used for locking the band tore through the plastic tab. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.